Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inspection was completed by the manufacturer and found no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer.the manufacturer found dust contamination on blower motor. The device's downloaded event log was reviewed by the manufacturer and found no error logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms dust contamination on the blower motor. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contamination on the bottom enclosure. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
In the previously submitted report, section b2 was selected incorrectly which has been corrected in this report. Section b2 has been corrected / updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).